Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer noted their blood glucose kept increasing while on the pump, and believes there is an issue with the mechanical pipe that controls the reservoir. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer was rewinding the device and did not stop the filling process. Customer made 6 attempts and was not able to load the reservoir. The customer may have experienced a prime/fill anomaly. Customer was advised that a replacement will be sent. The product was returned for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened act button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to confirm prime anomaly or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked battery tube threads, reservoir tube lip and in or scratched display window.